Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor deployment, sensor wire detached from applicator and did not insert. Patient claimed that they saw the sensor wire fall out of the introducer needle but was unable to locate sensor wire after. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.